Event description:
Same case as MFR# 2134265-2012-01112 and 2134265-2012-01113. It was reported that post a stenting treatment procedure, the patient expired. Access was obtained via the right femoral artery. The first lesion being treated was located in the 90% stenosed, 2.5x24mm eccentric and de novo right coronary artery (rca), which had a 45 - 90 degree bend and was moderately tortuous and mildly calcified. The lesion was predilated with a 1.5x20mm maverick balloon, reducing the percent stenosis to 70%. A 2.5x28mm promus element stent was deployed in the lesion and post dilation was performed with a 2.5x20mm non bsc balloon. The second lesion being treated was located in the 90% stenosed, 2.5-3.5x58mm eccentric and de novo left main (lm) to left anterior descending artery (lad), which had a 45 - 90 degree bend and was non tortuous and severely calcified. Rotational atherectomy was performed with a 1.5mm burr at 180,000rpm, reducing the percent stenosis to 60%. The lesion was then predilated with a 1.5x20mm maverick balloon and a 2.5x15mm maverick balloon. A 2.5x38mm promus element stent was implanted in the distal lm-lad and was overlapped by a 3.0x28mm promus element stent which was implanted in the proximal lm-lad. Post dilation was performed with a 2.5x20mm non bsc balloon and the procedure was successfully completed with no patient complications reported. Medications received included heparin and adrenaline. Twelve hours later the patient expired due to bradycardia and ventricular tachycardia. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).